Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. The customer's blood glucose (bg) level was 400 mg/dl. The customer stated that the alarm was not heard. Tandem customer technical support (cts) found that the alarm volume was set to low. The customer increased the volume. Cts was not able to troubleshoot the cause of the occlusion alarms as the customer changed the cartridge and infusion tubing prior to contacting cts. The customer's bg level lowered to 200 mg/dl.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.